Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event of loud screeching sound when fluid is being pumped into the waste. The fse found intermittent loud noise when waste is being pumped into the waste bottle. Fse replaced the waste pump, updated software to version 1.34. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-360 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was waste pump failure.

Event description:
On (B)(6) 2016, a customer reported intermittent issues with the waste pump with their aia-360 analyzer. The customer is unable to run ckmb and ctni2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ckmb and ctni2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.